Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to recurring incontinence the patient had his artificial urinary sphincter (aus) removed and replaced. The aus was explanted and a new device consisting of a 4.5 cm cuff, pump and balloon were implanted. It was noted at this patient had his previous aus device implanted 10 years ago and the recurring incontinence started within the last year. The patient is in recovery today. Product was explanted but not expected to be returned.